Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient was to undergo an unknown ablation procedure with a carto® 3 system eco interface cable. There was dirt on the unused cable when the package was opened. When the customer opened the pouch, dirt was attached on the unused cable. The issue was resolved by changing the cable to another one. The procedure was completed without patient's consequence. No patient consequences were reported. The bwi company representative confirmed that when the customer opened the pouch, dirt was attached on the unused cable. Device returned. Foreign material inside the packaging is MDR-reportable.